Event description:
It was reported that on (B)(6) 2017, a 19mm trifecta valve was successfully implanted. Prior to implant, the annulus size was measured to be 19mm. On (B)(6) 2020, the patient stated that they began to experience chest pain. A transthoracic echocardiogram and angiogram were performed, and the patient was advised for aortic valve replacement due to aortic stenosis, structural valve deterioration, atrial regurgitation (ar). The patient was reported as stable and was planning for valve replacement in the future. The valve was not surgically replaced at the time of last report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Naa.

Manufacturer narrative:
An event of aortic stenosis, structural valve deterioration, and atrial regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of aortic stenosis, structural valve deterioration, and atrial regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.